Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2203059. D.4. Medical device expiration date: 28-feb-2027. H.4. Device manufacture date: 11-mar-2022. D.4. Medical device lot #: 2207013. D.4. Medical device expiration date: 30-jun-2027. H.4. Device manufacture date: 23-jun-2022. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mold was found on an unspecified number of bd plastipak¿ concentric luer lock syringes from lots 2203059 and 2207013 prior to use. The following information was provided by the initial reporter: "our customer is facing a contamination on his production line... Pantoea agglomerans. Paenibacillus humicus. Bacillus circulans".

Event description:
It was reported that mold was found on an unspecified number of bd plastipak¿ concentric luer lock syringes from lots 2203059 and 2207013 prior to use. The following information was provided by the initial reporter: "our customer is facing a contamination on his production line... Pantoea agglomerans, paenibacillus humicus, bacillus circulans."

Manufacturer narrative:
Investigation summary: no sample or photo received by our quality team for investigation. A device history review was performed for reported lot 2203059, 2207013 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. This is the 1st related complaint for this failure on the provided lot numbers. We have reviewed the sterilization cycle and inspections for this lot and found all results met required specifications. Sterility testing was performed on the returned product and results confirm that product meets all required specifications for product sterility . All products labeled as "sterile" are certified for release, the package must be unopened and undamaged. The sterilization for this product is compliant with iso 11135 guidelines and the product has been evaluated in accordance with iso 10993 "biological evaluation of medical devices" and adheres to all relevant sections. There have been no changes in the manufacturing process or materials used to manufacture this product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Ased on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.